Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored egms revealed noise on the right ventricular lead. The noise could not be reproduced in the clinic. The patient will be monitored remotely via (B)(4).